Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the image did not display due to faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus 4k autoclavable camera head was not displaying an image during procedure preparation. According to the initial reporter, a replacement device was used to complete the case. Additional details relating to the patient and the event have been requested but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and causing the reported no image event to occur. Additionally, the rear cover packing was found chipped and the label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.